Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module (sim) sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs indicated that the observed instrument error was due to the triggering of an error code for 'linked to advanced instrument invalid parameter'. The impact to the sim is due to an issue with the instrument. There were no issues observed with the sim and it was functioning as expected. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that from a log review that during a splenectomy, the ligasure ras maryland and sterile interface module (sim) had several instances of an error code that said: "unable to identify instrument. Remove and replace". There was no patient injury.

Event description:
It was reported that from a log review that during a splenectomy, the ligasure ras maryland and sterile interface module (sim) had several instances of an error code that said: "unable to identify instrument. Remove and replace". There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.